Event description:
It was reported that during regular inspection by fse, fault 49 occurred on cs300 intra-aortic balloon pump (iabp). There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name-(B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: g2. The getinge field service engineer (fse) reported that the main board (B)(6) appears to be faulty. Replaced main board, check operation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 (event site telephone), g3, g6, h11.

Event description:
N/a.